Event description:
It was reported that the preloaded delivery system was cracked at the tip when the surgeon was placing the lens during the surgery. Another lens of same model and diopter was used as the replacement. No other information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b5: additional information received from the folding carton received along with the product at the investigation lab revealed that there was no patient contact with the device. Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: returned to manufacturer on: jun 23, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received inside of the original folding carton. Patient stickers, a patient identification (ID) card, an implant notification card, and the direction for use (dfu) were received as well. Additional information on the folding carton was received as well. Visual inspection under magnification revealed that the complaint handpiece was received with the complaint lens stuck inside of the cartridge and with the plunger rod overriding the lens. The cartridge could be observed to be bulging at the location of the lens. No further issues could be identified with the handpiece. There is no indication of a product deficiency or product malfunction. Corrected data: upon reviewing the complaint folder, customer confirmed that there was no patient contact with the device. Based on our reportable criteria, this report is no longer a reportable event, and no further information will be submitted under this manufacturer report number, medwatch 3012236936-2022-01455. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.